Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was explanted due to a skin flap infection. The recipient was not reimplanted. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient was not reimplanted. The explanted device will reportedly not return for analysis. A review of the device history was performed no anomalies were noted. No further treatment details will be provided. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.